Event description:
The customer reported that a laboratory personnel smelled smoke coming from the coulter gen-s system. The customer was unable to identify where the smell was coming from on the instrument. There were no visible arcs, sparks, or flames in connection with this event. The customer stated that no one was injured and the fire extinguisher was not used. The customer contacted the fire department. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the right side of the analyzer's power supply was not working. The fse traced the problem to the analyzer's crt screen backplane. The fse unplugged the crt screen which allowed the power supply to work but the analyzer microcontroller card (amc) would not initialize. The fse ordered the crt screen and the amc board for a return visit and returned to the customer's site to replace the crt screen and amc board to resolve the issue. Results: crt screen and amc board. (B)(4).